Event description:
It was reported during treatment feces to have entered the bandage without the renasys touch console alarm setting being activated. It was resolved by changing the console and did not delay the treatment procedure but reduced its effectiveness. The device is available for analysis.

Manufacturer narrative:
H10. H3, h6: a review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, fail to alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has been returned for evaluation. A visual inspection found no issues, the functional evaluation found that the device displayed a 4006-error message. This means that the internal coin cell battery had become completely depleted and must be replaced before it can be re-charged. The coin cell was replaced and the device then passed a functional test performing within expected parameters. This evaluation was not able to establish a relationship between the reported failure and the device. We have been unable to determine a root cause on this occasion. The initial report, for this failure highlights that feces entered into the bandage and the device did not alarm to signify this event. Although there is a visible blockage the device would not necessarily alarm in this situation. The pressure sensor readings inside the pump could still be within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.